Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the bottom of the cartridge was cracked and leaking. There was no impact to customer's blood glucose level.